Event description:
For no reason, three pumps alarmed that there was air in the system. When this occurs, the system cannot be cleared. The rptr was asked by the MFR to return the 10 pumps he has, for enhancement of the software system.